Event description:
It was reported, that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Additionally it was reported, that the customer received intermittent power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 158 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.